Manufacturer narrative:
Additional information (02/18/2016): a siemens technical applications specialist (tas) was dispatched to the customer site. Tas ran quality controls for different methods, which resulted within range. The customer was not following instructions for proper coefficient updating. According to the logs, on some days, the customer ran without system verification for reagent probe 2. Using the instrument with a failed system check is a user error.the instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2015-00697 was filed on december 08, 2015. Supplemental MDR 1226181-2015-00697_s1 was filed on march 18, 2016. Corrected information (05/10/2016): information reported in supplemental MDR 1226181-2015-00697_s1 was reported in error. Please see the section below of additional information for the corrected information. Additional information (02/25/2016): a siemens technical applications specialist (tas) was dispatched to the customer site. The tas asked the technicians regarding patient data, and the technicians reported they did not find any odd results when reagent probe 2 was out of specifications when running a system check. The technicians reported that from october 31st to november 13th, 2015, system check was reprocessed several times until the result was acceptable. Once the result was acceptable, they continued running quality controls. In addition, the technicians stated that results are checked prior to validation and reporting. Quality controls were not affected in this event. A siemens customer service engineer (cse) performed alignment of the reagent probe 2 and cuvette film. The cause of the failed system check is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2015-00697 was filed on december 08, 2015. Supplemental MDR 1226181-2015-00697_s1 was filed on march 18, 2016. Supplemental MDR 1226181-2015-00697_s2 was filed on june 8, 2016 additional information (06/08/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that the system check failures were likely caused by poor reagent probe 2 alignments. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Using the instrument with a failed system check is a user error. Siemens is investigating this issue.

Event description:
A system check failed for the reagent 2 probe ultrasonics on the dimension rxl max without hm instrument. The customer continued to use the instrument. It is unknown if patient results were impacted.